Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Subsequently, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 110-120 mg/dl.